Manufacturer narrative:
In order to fix the issue, the fse replaced the drive manifold, helium regulator assembly and blood detect tubing. The fse then performed a pm, a full calibration, and tested the unit. The equipment worked to the manufacturer¿s specs, and was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (gfse) the cs300 intra-aortic balloon pump (iabp) had a leak in the system. The safety disk leak test, iabp was alarming "disk unplugged", when the luer cap was plugged in. There was no patient involvement.